Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath and presented to the emergency department. An interrogation noted alerts were triggered on the right ventricular (rv) lead for measured high impedance and high threshold. The lead remains in use. No patient complications have been reported as a result of this event.